Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (54 mg/dl). Customer stated that her health care professional changed the pump basal rate recently and thinks the basal rate change has caused blood glucose levels to become low. Customer drank orange juice to stabilize blood glucose level.